Event description:
During a placement of an orbit mini complex fill 3x6 cm (B)(4) in the pcom, the coil shape was not good, and then during repositioning, the coil was stretched. Then, the entire coil and delivery system was removed from the patient, and changed to another one to complete the procedure. The physician was not satisfactory with the coil shape, however prior to inserting in the patient, the coil shape was correct. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and there was no resistance/friction was noted between the coil system and microcatheter. The microcatheter was not reshaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, elongated, unraveled, stretched, etc), and the coil remained attached to the delivery system. There was no reported adverse event associated with the event, and the device will be returned for analysis.

Manufacturer narrative:
During a placement of a 3x6 orbit mini complex fill (637mf0306/ 15367054) in the posterior communicating artery (pcom), the coil shape was not good, and then during repositioning, the coil was stretched. The entire coil and delivery system was then removed from the patient. The device was exchanged for another to complete the procedure. The coil shape was not satisfactory during initial positioning; however, prior to inserting in the patient, the coil shape was correct. During placement, no additional manipulation or torque was applied while the coil was in the aneurysm; however, the coil was left in the aneurysm while the microcatheter was repositioned. The IFU cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and there was no resistance/friction was noted between the coil system and microcatheter. The microcatheter was not reshaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, elongated, unraveled, stretched, etc), and the coil remained attached to the delivery system. There was no reported adverse event associated with the event. A non-sterile orbit mini complex fill 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received unzipped; it was kinked and elongated condition was noted on it. The support coil, gripper and the embolic coil were received outside of the introducer. The support coil and gripper were found without damage while and the embolic coil was found stretched/kinked. The gripper, embolic coil and introducer were inspected under microscope; the gripper was found without damage, the embolic coil was found stretched/kinked and the introducer was found elongated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis. The conditions of the embolic coil and the damages found on the device appear to have been caused by application of excessive force; however based on the analysis a definitive root cause could not be concluded. There is no indication that these findings are related to the manufacturing process; procedural factors appear to have contributed to have these damages. The procedural factor of repositioning the microcatheter over the partially deployed coil, which the instructions for use cautions may lead to coil damage, may have contributed to the reported stretching of the coil. Neither the analysis nor the device history records review indicates a relationship to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
A non-sterile orbit mini complex fill 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received unzipped; it was kinked and elongated condition was noted on it. The support coil, gripper and the embolic coil were received outside of the introducer. The support coil and gripper were found without damage while and the embolic coil was found stretched/kinked. The gripper, embolic coil and introducer were inspected under microscope; the gripper was found without damage, the embolic coil was found stretched/kinked and the introducer was found elongated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The conditions of the embolic coil and the damages found on the device were apparently caused by applying excessive force on it but it could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.